Event description:
It was reported that the controller was acting sluggish on ablation/coag during the procedure and that a back-up device of the same type was unavailable. It is unknown what method or device was used to complete the procedure. However, there was no surgical delay or patient impact reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. The energy output of the ablation and coagulation function did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.